Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator had a flow sensor error. Patient involvement information was not provided. Medtronic/covidien was not authorized to repair the device. To resolve the issue, a non-medtronic/covidien service provider replaced the flow sensor and the ventilator was in working condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the ventilator was on a patient at the time of the reported event. The patient was removed from the ventilator and manually ventilated before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.